Event description:
Customer reported a discrepant low beta-hcg result for one pregnant patient. Initial result 17.33 iu per l. Same sample was diluted 1:100 and repeated at the same time, which gave 40034 iu per l. Sample was repeated a third time without dilution, which gave >10000 iu per l. Patient was known to be 12-13 weeks pregnant. No information was provided to determine if any adverse events occurred. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
The field service engineer was unable to determine the cause. As a precaution, he replaced the measuring cell and performed hv adjustment and blank cell calibration.